Manufacturer narrative:
Concomitant products: 310c27 tissue valve, implanted (B)(6) 2016; 310c31 tissue valve, implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited increased thresholds. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.